Manufacturer narrative:
Manufacturer narrative: customer initially reported that there was no power on the network switch for the cns (central monitoring system). Additionally the customer reported that the cns had communication loss. The customer returned the network switch and it was tested. The problem reported by the customer could not be duplicated. Customer was provided with a new network switch. No additional information was provided in relation to this report. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there is no power on the network switch for the cns (central monitoring system). Additionally, the customer stated the cns (central monitoring system) had communication loss.